Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system catheter. It was reported that the healthcare pr ofessional felt a redesign of the product that was in line with human factors engineering was necessary to prevent patient harm while using the product as the product contained a red end cap. In a world where human factors were considered, the red end cap should never be able to connect to tubing on the closed end. There should be a hard stop by making it a shape that could not connect to tubing. This was not the case. There was an instance at the site where the red end cap was connected on both sides to tubing, with the assumption that this was a connector and not an end point. The patient had to return to the operating room (or) to have a new drain placed because staff could not figure out why the drain wasn't working.